Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion that vela ventilator alarmed ventilator inoperable (inop), low positive inspiratory pressure, motor fault and circuit disconnect. The customer confirmed there was no patient involvement. The customer determined the most likely cause of the reported issue is the main board.

Manufacturer narrative:
A vyaire certified service technician was able to confirm the reported issue but could not duplicate it during bench testing. Turbine interface has become corrupted and failed.